Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced device/needle issues with 2 infusion sets of the same type. Insulin was leaking at the site after the infusion set was inserted. Specific blood glucose (bg) value unknown, but patient's blood glucose was displayed as 'high'. The patient changed site and administered a correction bolus via pump. Patient replaced the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04978 - device 2 of 2.